Manufacturer narrative:
This MDR was created by (B)(6), device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.

Event description:
The patient reported that she has had some trouble with her v-go devices since she started using v-go about two years ago. The patient stated that some of the v-go devices have fallen off, with the most recent ones about two weeks ago. The patient confirmed that she prepares the application site with an alcohol prep prior to applying the v-go device and that she applies it while in a sitting position.